Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The customer alleged that there was an intermittent power issue. The battery cap had never been replaced and the battery compartment was alleged to have been cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. The battery compartment was found to be cracked. The returned battery cap was found to have stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. There was no power interruption duplicated at that time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the cartridge compartment was found to be damaged near the threads. The returned cartridge cap was able to secure to the pump. (B)(4).